Manufacturer narrative:
Supplemental report submitted to include additional information received through pre-decontamination observations. Updated h6-device code(s) and h10. Per pre-deco observations, the 14f esheath+ was received with associated 26mm commander delivery system fully inserted. The liner was expanded and tip was opened. The liner was torn 22cm in length from tip. The liner was partially delaminated 3cm in length at 2 cm from strain relief. The distal tip was torn. The sheath shaft was torn 5cm in length at 0.5cm from strain relief. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the esheath insertion, difficulties were noted, and the strain relief part remained outside the patient. When the delivery system was inserted, resistance was encountered while advancing through the esheath, requiring significant push force. Upon exiting the esheath, the valve was observed to be bent, making implantation impossible. The system was removed but it was impossible, so they decided to convert the procedure in a surgical intervention. When the esheath with the delivery system were removed from the patient, they observed that the esheath was damaged. The patient suffered a dissection in the external iliac artery, requiring a prosthesis to repair the vessel.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. H6-device code. The distal tip tear upon further review was noted to be soft tip damage. The returned device was visually examined, and the following was observed: the liner was expanded, but torn 22cm in length from distal tip. The liner was partially delaminated 3cm in length, starting at 2 cm from strain relief. The tip was opened, but damaged radially with all score lines being present. The soft tip was damaged. The sheath shaft was punctured, 5cm in length, starting at 0.5cm from strain relief. Sheath liner thickness was measured along the liner torn and the measurement was found to be within the specification. Due to the nature of the complaint event, no dimensional testing was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint of difficulty introducing sheath was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (tortuosity) likely contributed to the event as presence of tortuosity was noted in patient's access vessel. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. For the complaint of difficulty advancing through sheath, through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of difficulty advancing through sheath was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (tortuosity) likely contributed to the event as presence of tortuosity was noted in patient's access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaints of sheath punctured and sheath liner torn were confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (tortuosity) and procedural factors (device manipulation, non-coaxial advancement, interaction with crimped valve) likely contributed to the event as reported information indicated that ''when the delivery system was inserted, resistance was encountered while advancing through the esheath, requiring significant push force''. In addition, imagery revealed the presence of tortuosity in patient's access vessel. During the procedure, the sheath may sustain damage from additional device manipulation (high push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (navigation through tortuous anatomy). High push forces, used to overcome any resistance, coupled with non-coaxial advancement trajectories can lead to sheath hdpe and liner damage due to direct interaction with crimped valve. The complaint of sheath distal tip damage was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''when the delivery system with the valve exited the tip of the esheath the valve was observed bent. At this point, it was unable to implant the valve so they decide to withdraw the system. The removal was impossible and it was decided to convert the procedure in a surgical intervention.(...) As per the preliminary evaluation of the returned device, it was found a liner torn 22cm in length from tip, and a distal tip damage''. In this case, withdrawal difficulty was encountered. Additionally, there was presence of tortuosity in patient's access vessels. Vessel tortuosity can subject the devices to suboptimal angles and lead to non-coaxial alignment in the advancement and withdrawal of the delivery system through the sheath. It should be noted that reported event did not explicitly indicated resistance during delivery system insertion at the distal end of the sheath; therefore, this damage mechanism is more consistent with withdrawal difficulties. Non-coaxial withdrawal of the delivery system can cause the crimped thv to catch onto the sheath tip during withdrawal. If additional withdrawal forces are applied to remove the device, this may result in the sheath tip being damaged as seen on the returned device. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation, non-coaxial withdrawal, interaction with crimped valve) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.